Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a surgery to do gutter impingement and if the components are damaged or loose they will need to be exchanged. No further information is available at this time.

Manufacturer narrative:
Correction - results and conclusion codes the reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows a little bit of radiolucence specifically around the pegs. Loosening is possible but cannot be confirmed with further information on the clinical status. The pe is not visible directly in the CT scan. The talar component also shows bit of radiolucence around the peg, however, there is no clear loosening or migration visible, that could be confirmed. In this case loosening of the component cannot be confirmed with the CT scan alone; sufficient clinical symptoms and a corresponding symptom of discomfort are necessary to make a diagnosis. The clinical situation allowing, it is possible, that the implants are loosened. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cyst and radiolucence around the pegs of tibial and talar components . If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a surgery to do gutter impingement and if the components are damaged or loose they will need to be exchanged. No further information is available at this time.